Manufacturer narrative:
Product evaluation: the lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. One haptic is broken from the haptic/optic junction area (returned). Both haptics are bent in the gusset and distal area. The optic is cut into two portions, typical of insertion and removal. A used qualified cartridge was returned. An inadequate amount viscoelastic was observed in the cartridge. Viscoelastic was observed in the tip only. The cartridge has evidence that it was placed in a handpiece. No tip damage observed. All product and batch history records are quality reviewed prior to product release. Root cause: the reported broken haptic damage was observed. The root cause of the damage appears to be a failure to follow the dfu. An inadequate amount of viscoelastic was observed in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in product damage or delivery issues. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure the haptic broke. It was reported the haptic was intact when it was loaded into the cartridge and was observed to be broken and floating after inserting into the patients eye. The iol and broken haptic were removed and replaced during the procedure. The incision was enlarged and a suture was required during the procedure. Additional information was requested and received.